Event description:
It was reported that during a labrum repair using the speedlock implant with inserter handle, after the anchor was deployed the handle locked up, tearing the suture out of the labrum. The surgeon was able to suture to another part of the labrum using a back up speedlock device to complete the procedure. There was no significant delays and no patient complications reported as a result of this event.